Event description:
The pt had reported in 2004 that their one touch basic original meter kept giving the not enough blood message and pt had to be admitted to the hosp due to this issue. Medical affairs specialist called and spoke with the pt the next day, and pt provided additional info. Pt was having this issue for a couple of days last week (date unk). The day pt was taken to the hosp, pt was unable to test on the meter and was unsure of what their blood glucose result was. Pt was taking a set amount of oral medications (glucotrol 1 pill in the morning, and glucophage, 1 pill in the morning). Pt had continued to take this set amount of oral medication during the time pt was unable to test on the meter. Pt has had this meter for "quite a while" and tests on the meter three times a day. Sometime during the evening, pt started feeling really thirsty, sweaty, and had back pain and frequent urination. Pt attempted to test on the meter at this time, but again, received the not enough blood message. Their family was really concerned about their health (pt has heart problems, copd, and other health issues besides diabetes), and so they drove them to the ER. At the ER, a lab test was done with a result of "800 something" and pt was admitted to the critical care unit for a couple of days. Pt was placed on "IV insulin right away." Their admitting diagnosis was hyperglycemia. Post release from the hosp, their doctor advised pt take two pills of the glucotrol in the morning instead of one. During troubleshooting, it was discovered that the pt was inserting the test strip incorrectly. Therefore, use error was involved. There was no evidence of any meter malfunction. However, this case is reported as an adverse event since the pt suffered a serious injury due to use error.